Event description:
Reported received of an over-delivery found during preventative maintenance testing. Testing was performed at the customer's facility in the biomedical department. The pump was reported to over-deliver during testing by greater than 5% of the expected amount. There were no reports of any adverse patient events while the device was in clinical use.